Manufacturer narrative:
Process evaluation did not reveal any internal error in the production of the surgical guide. Review of the treatment plan showed that implant #13 was planned centrally and there was no implant #12 in the treatment plan. Review of the post-op scan showed that the bone morphology around the implant site had changed from the treatment plan. As such, it is suspected that the perceived trajectory deviation may be related to sinus lift around the implant site and change in patient's bone morphology during the time of surgery ((B)(6) 2016) and the date of the post-op scan ((B)(6) 2017).

Event description:
Dental implant surgery with a surgical guide occurred on (B)(6) 2016. Doctor reportedly did not experience any complication with the guide during the surgery. However, recent post-op scan (around (B)(6) 2017) reportedly showed that the implant #13 placed using surgical guide was really close to root of tooth #12.